Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized due to blood glucose level of "high" on the continuous glucose monitor, with high ketones. The customer delivered a correction bolus via the pump and a manual injection. Bg was treated with intravenous fluids of saline and insulin, as well as sugar, potassium, magnesium, sulfate, and blood thinners. Customer was released from the hospital on may 10, 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.